Event description:
A report was received that a patient was feeling severe stinging from the leads while the stimulation was on. Reprogramming did not resolve the symptom. The patient underwent a revision where the leads were buried deeper in the epidural space. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2366-50, serial/lot#: (B)(4), description: linear 3-6 lead, 50cm.